Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain, while the hp was connected. The hp stated that they had already cycled the power on the hc a few times to clear the alarm. During troubleshooting, it was found that all of the lines were not properly primed. The technical service representative (tsr) advised the hp to use new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.